Manufacturer narrative:
Failure analysis revealed that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. The glass cap exhibits devitrification at the output area. The heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on the device analysis, the potential for forward firing may exist. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed signs of melting on the fiber cap which formed a hole from the surface to the bevel edge. There were no patient complications reported due to this event.